Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cutter was timing out too often on radials. The polyfuse was in effect. The generator was set to 3.5 (which is outside the IFU settings). They were able to complete the case with the same kit. Only a minor issue with time delay. No patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected section: h6- medical device ¿ problem code corrected to "1198". A lot history record review was completed for lots 25162674, 25162675, and 25162711 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.